Event description:
It was reported the patient¿s implant had not worked for ¿many, many years.¿ it was thought that the lead was detached. It was stated the patient was ¿not sure, but was sure.¿ a follow up report will be sent if additional information received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v380845, implanted: 2010-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. Product ID: 3889-28, lot#: v380845, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they need to have their implantable neurostimulator removed and requested physician listings and MRI guidelines.